Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer tried removing and reconnecting the fiber optic cable without relief of the message. The getinge representative assisted them in connecting the central lumen of the iab to the console. They were able to zero and resume pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID (B)(4).

Event description:
N/a